Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the pusher wire of a ruby coil became kinked while being loaded into a microcatheter. The ruby coil was not used and the procedure continued.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.